Event description:
It was reported to philips that the system was not able to perform fluoroscopy as the power distribution unit (pdu) was defective. The device was in clinical use at the time of the event and the procedure was aborted. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) coronary and vascular procedure which was aborted. A philips field service engineer (fse) visited the site and confirmed that the touch screen module (tsm) had no power on. Upon troubleshooting, ny in m-cabinet indicated that the dc module had lost power input, and the most likely the cause was the board, as half of the outputs did not work. Hence, the fse replaced the pdu (power distribution module) dc module, but the system was still unable to fluoro. The system log file was reviewed, and troubleshooting revealed that the fan tray was malfunctioning, and the dcps supplying power to ny16 was defective. The faulty pdu fantray was returned to philips for further analysis. The analysis confirmed the malfunction of the pdu fantray and determined that electrical overstress was the main cause of the breakdown. Following the replacement of the pdu (power distribution unit) fan tray and dcps (direct current power supply), the system was returned to working conditions. The codes were updated based on the investigation outcome.